Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements to out-of-range values (162 ohms). It was stated that no shock testing will be performed in the future and the physician is continuing with normal monitoring. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements to out-of-range values (162 ohms). Recently, 1.1 joule and 41 joule synchronous shock testing was conducted, which resulted in elevated, but still in-range shock impedance (108 ohms and 112 ohms, respectively). The physician elected to continue with remote monitoring and no additional adverse patient effects were reported. At this time, the rv lead remains implanted and in-service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements to out-of-range values (162 ohms). It was stated that a synchronous shock test is anticipated to evaluate the rv lead, but this has not yet occurred. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements to out-of-range values (162 ohms). Recently, 1.1 joule and 41 joule synchronous shock testing was conducted, which resulted in elevated, but still in-range shock impedance (108 ohms and 112 ohms, respectively). The physician elected to continue with remote monitoring and no additional adverse patient effects were reported. At this time, the rv lead remains implanted and in-service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements to out-of-range values (162 ohms). Recently, 1.1 joule and 41 joule synchronous shock testing was conducted, which resulted in elevated, but still in-range shock impedance (108 ohms and 112 ohms, respectively). The physician elected to continue with remote monitoring and no additional adverse patient effects were reported. At this time, the rv lead remains implanted and in-service. Recently, the elevated impedance has persisted, with values greater than 150 ohms. Further integrity testing was performed, which resulted in 108 ohms with a 1.1 j shock, and 115 ohms, with a 41 j shock. The physician elected to surgically explant and replace the implantable cardioverter defibrillator (ICD) to resolve the event. The rv lead was left implanted and in-service, and the physician is continuing with monitoring. At this time, the rv lead remains implanted, and the ICD was retained by the healthcare facility and will not be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description). This report is being sent to provide new information in section b5 (event description).